Manufacturer narrative:
Multiple attempts for product return have been made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
It was reported that the displayed values would periodically decrease between 45-50% and 90+% spo2 values. Measurements were tested on the patient's middle and ring finger. There is no report of any patient impact or consequence as a result of the issue.

Manufacturer narrative:
The returned device was evaluated. During investigation a component of the charging circuit (c200) was found to have broken off of the system board likely due to excessive external pressure against the casing. The observed failure is unrelated to the reported issue. The device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.